Event description:
It was reported by service report that bed exit was not working. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: bed exit was not available due to the customer installing a wrong footboard, a single zone in a 3 zone bed.